Event description:
Procedure type: laparoscopic nephrectomy connected to rt. According to the reporter: after port was inserted, the safety shield came off and blade was exposed. Used other device. No bleeding. Nothing fell into the pt cavity. No tissue damaged. Not extended more than 30 minutes. No pt info available. No pt injury was reported.

Manufacturer narrative:
(B)(4).